Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
The plaintiff alleges that she experienced dyspareunia. The pt can "feel the device" that is implanted. The pt's husband can "feel" the device that is implanted during intercourse. No further pt complications were reported.